Event description:
Blood glucose result was 325 mg/dl back to back with a glucose result of 137 mg/dl performed within 5 minutes of each other. No actions were taken and no treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.